Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received batter out limit alert during normal use. It was reported that the pump reset itself a few time without any alert. The customer's blood glucose level was reported to be 91mg/dl. Troubleshoot was reported to be conducted. The device is reported to be replaced.

Manufacturer narrative:
The insulin pump monitored for several days, had normal operating currents, passed self test and passed off no power test, no unexpected battery out limit noted and passed displacement test. However, the insulin pump was received minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads, cracked reservoir tube lip and missing the end cap sticker.